Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, implant date: estimated dates. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. The reported patient effect of occlusion is listed in the supera instructions for use, as a known patient effect associated with the use of the device. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature: "in front of locked doors- femoropopliteal chronic occlusions. Is drug- coated balloon angioplasty with provisional stenting the matching key?"

Event description:
This case was captured based on a literature review. It was reported through a research article that supera self expanding stents may be related to non-patency [occlusion] at twelve months post implantation in patients with long superficial femoral artery lesions with confirmed ischemic vascular disease and chronic total occlusions. Specific patient information is documented as unknown. Details are listed in the article, titled: "in front of locked doors- femoropopliteal chronic occlusions. Is drug- coated balloon angioplasty with provisional stenting the matching key?"